Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptics of an intraocular lens (iol) were stuck to the optic after insertion into the eye. Reportedly, the haptics unfolded with difficulty, despite pre-wetting with bss (balanced salt solution). There were no complications for the patient and the lens remains implanted. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.